Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient describes a decrease in speech understanding with the device. The audio processor was exchanged and refitting of maps showed no long-term improvement of the speech understanding. The patient wishes to get re-implanted.